Event description:
During preventative maintenance of the device, the quality engineer reported that the apm seal under the encoder knob was missing. The apm seal was replaced. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.